Event description:
Report of explant of implantable pump due to "pump failure" received per annual device tracking report. Additional detail provided included pt symptoms of increased tone and spasticity. An x-ray showed pump motor not moving when tried an intermittent bolus. Also the sound of the pump running was not audible. The pump was replaced and the pt is doing well now.